Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed on the returned ar-9545-t15-02 due to the damage to the device. Visual evaluation was performed, and noted the driver tip is twisted/bent. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause is attributed to over-torquing/over-engaging the driver with the screw head. Refer to the investigation photos.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems-06467451 that an ar-9545-t15-02 driver shaft tip broke. This occurred during a case with no negative impact on the patient.